Manufacturer narrative:
Concomitant medical product: 5076 lead, implanted: (B)(6) 2012.

Event description:
It was reported that during use the right ventricular (rv) lead exhibited t-wave oversensing (twos). Rv lead coil sensing polarity was re-programmed and the lead remains in use. No patient complications have been reported as a result of this event.